Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. Imaging was performed and the cuff was not occluding as intended. The artificial urinary sphincter (aus) was replaced, and there were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at the quality assurance lab, the returned components were analyzed. The cuff, pump, and balloon were also visually inspected and leak tested. All of the components presented no abnormalities and passed the leak testing. Additionally, the pump was functionally tested and performed within product specifications. The reported device allegation was unable to be confirmed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. Imaging was performed and the cuff was not occluding as intended. The artificial urinary sphincter (aus) was replaced, and there were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at the quality assurance lab, the returned components were analyzed. The cuff, pump, and balloon were also visually inspected, and leak tested. All of the components presented no visual abnormalities and passed the leak testing. Additionally, the pump and balloon were functionally tested. The pump performed within product specifications. The balloon did not pass the functional testing as it had an output pressure above the product specifications. The balloon performing outside of device product specifications could contribute to the product performance.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. Imaging was performed and the cuff was not occluding as intended. The artificial urinary sphincter (aus) was replaced, and there were no additional patient complications reported.